Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have "pains in my heart, almost like my heart isn't in sync", and they had "echo, and my ef has dropped 15 points since it was implanted" and "my lead may not be in the right place and that is could be stimulating a muscle". The patient is also concerned that their "left ventricle is probably not in sync with right ventricle since ejection fracture isn't where it should be". The implantable pulse generator (ipg) and pacing lead remain in use. No further patient complications have been reported as a result of this event.